Event description:
It was reported the sheath detached from the valve apparatus. No pt injury reported.

Manufacturer narrative:
One 5.5f fast-cath introducer was received for eval in two sections. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The returned sheath was received in two sections that had separated at the base of the hub. Additional testing revealed the sheath had been properly attached during mfg.